Event description:
Event description guidant received information that this pacemaker was returned to a physician from the coroner's office. The patient had reportedly fallen on the street and expired. There is no specific allegation against the function of the device. However, the pathologist reported that no abnormalities in the organs were found. Post mortem interrogation of the device was also performed. The battery voltage was low, impedance was high, and an end of life (eol) indicator was displayed. This is normal behavior for a device not at body temperature. The device was returned for analysis.